Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of diabetic ketoacidosis and nausea on (B)(6) 2024. Blood glucose at the time of event was 436 mg/dl. Patient took correction injection via mdi. Patient was also found positive for ketones. Insertion site was abdomen. The patient noticed symptoms within 3 hours of insertion. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation: a complaint investigation has been initiated for record complaint (B)(4) on 29-jul-2025. Test result: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6007197 was manufactured according to the wi version 97 on 21-may-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 29/jul/2025 against malfunction code no malfunction based on complaint information, harm code mild to moderate diabetic ketoacidosis which the patient is able to self-manage, and lot 6007197 and no other more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.